Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). Based on the diagnostics they discussed this was indicative of a failed mixing pump. They stated that would like part number and price for the mixing pump. Per follow up information received via email on 17apr2024, it was reported that they would like a quote for a loaner and a 2000-hour service on this device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Confirmed not cooling during decontamination. Installed test mixing pump. Serviced the mixing pump as part of the pm procedure. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). Based on the diagnostics they discussed this was indicative of a failed mixing pump. They stated that would like part number and price for the mixing pump. Per follow up information received via email on 17apr2024, it was reported that they would like a quote for a loaner and a 2000-hour service on this device. Per sample evaluation results on 20may2024, it was reported that the tank seals were found lifted from the tank and I/o card failure contributed to the cooling issue .